Event description:
Facility alles a bloos leak occured 10 minutes into dialysis treament. Dialysis was discontinued and blood was not returned to the pt. Estimated blood loss-150 cc. Blood loss was due to the blood loss left in the dialyzer and blood lines when discarded. No serious injury or medical intervention reported as a result of this incident. This event involved one pt.